Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report one gripper not closing completely during device preparation. It was noted during device preparation of the clip delivery system (cds) that one gripper would not completely close while actuating both grippers. Various attempts to lower and raise the grippers were performed with the same results. The physician decided to exchange the device for a new one. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.

Event description:
N/a

Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and the results of the analysis, a cause of the reported gripper actuation issue could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.